Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, a sales representative reported via (B)(4) that an ar-9530s-06 arthrex® univers revers¿, trial humeral insert, was damaged during a case. No additional information was provided, and additional information has been requested. Additional information was provided by a sales representative via phone, where it was reported that this event occurred during a reverse total shoulder on (B)(6) 2025 when one of the plastic pieces from the trial inserts two holes that snap out, it broke off. The fragments were retrieved. The case was completed without further issues.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9530s-06 batch 511180 was received for evaluation. Visual inspection noted that the circle's inside and outside geometry was damaged. The material around the circle shows nicks. The reported condition is most likely caused naturally and inevitably by normal wear or aging. Device manufacturing date. 2/3/2023.